Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility. The fse placed an order for the defective part to be replaced on site. No additional information has been obtained. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported that while performing preventive maintenance, the lid was missing parts and had cracks all around that screws were not holding anything up. No patient involvement or injury was reported. No additional information has been obtained.